Event description:
Following a 45 minute long gamma knife procedure, I experienced the following problems. Sharp pains deep within my skull that lasted for a few seconds at a time, which was excruciating and debilitating. I had not expected any adverse effects and was told this has never happened before. My doctor confirmed that my symptoms were related to the procedure. So I'm sharing this to document that adverse effects do sometimes happen. Dates of use: 45 minute procedure. Diagnosis or reason for use: recurrence of schwannoma. Event abated after use: no.